Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had over delivering because insulin pump was delivering boluses in the middle of the night while customer slept. Customer's blood glucose was 28 mg/dl. Customer treated for low blood glucose with glucagon shot. Insulin pump will be returned for analysis.

Manufacturer narrative:
Customer mother states customer has the insulin pump and during the middle of the night it¿s giving her bolus deliveries which caused her to have a low blood glucose of 28. Time frame of the event: (B)(6) 2021 at 10:00am. Customer alleges insulin pump is over delivering. Device had minor scratched display window, scratched case, scratched keypad overlay, keypad overlay texture damage and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. No over delivery anomaly noted. Device was monitored for 2 days. No unexpected bolus delivery noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the insulin pump daily history screen. No bolus anomaly or history anomaly noted. Please see below for the boluses delivered om (B)(6) 2021 in the formatted history file. (B)(6) 2021 02:41:56.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 3.1, bolus amount delivered = 3.1, (B)(6) 2021 02:57:08.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 3.8, bolus amount delivered = 3.8, (B)(6) 2021 06:26:56.000 normal bolus delivered, bolus programming method = manual bolus, normal bolus amount programmed = 1.6, bolus amount delivered = 1.6, (B)(6) 2021 08:51:20.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 2.5, bolus amount delivered = 2.5, (B)(6) 2021 13:01:04.000 normal bolus delivered, normal bolus amount programmed = 3.5, bolus amount delivered = 3.5, (B)(6) 2021 15:55:22.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 4, bolus amount delivered = 4, (B)(6) 2021 18:07:32.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 2.1, bolus amount delivered = 2.1, (B)(6) 2021 18:30:30.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 3.6, bolus amount delivered = 3.6, (B)(6) 2021 19:18:04.000 normal bolus delivered, normal bolus amount programmed = 3.5, bolus amount delivered = 3.5, (B)(6) 2021 20:21:36.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 3.5, bolus amount delivered = 3.5, (B)(6) 2021 22:23:36.000 normal bolus delivered, bolus programming method = bolus wizard, normal bolus amount programmed = 4. Bolus amount delivered = 4. Device passed the functional testing. No over delivery anomaly noted. No unexpected bolus delivery noted. Per r&d engineer, analyzed the insulin pump history and traces from 8pm sep 3rd till noon sep 4th. The analysis is attached. Based on the analysis, the insulin pump behaved as expected. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The information has been updated and provided in this report.

Event description:
It was reported that the customer had alleged over delivery.